Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. According to the complainant, during the stent removal procedure while the physician was removing the stent, the stent broke into two pieces. The broken piece went up into the common bile duct was removed with a balloon extractor and the procedure was completed. The entire device was removed with no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent has some blackened areas, also it was necked and kinked in the proximal section, the proximal section of the stent was broken, including the barb. Based on the product analysis, most likely some anatomical/procedural factors were encountered during the procedure which may have limited the overall performance of the device. The damages found on the stent are typically made due to grab and pull the stent with the snare during the stent removal, excessive force, procedural and anatomical factors can result in stent breakage during stent removal. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. According to the complainant, during the stent removal procedure while the physician was removing the stent, the stent broke into two pieces. The broken piece went up into the common bile duct was removed with a balloon extractor and the procedure was completed. The entire device was removed with no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".